Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor was out of calibration, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not infusing accurately. They did not provide any additional information, and there was no indication that the pump had infused at a rate that mmdg would consider reportable. When the pump was returned to mmdg for evaluation the load set alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The alarm failure was discovered at moog. (B)(4).